Event description:
A doctor alleged that a patient had experienced their restoration breaking off after placement with the herculite ultra composite.

Manufacturer narrative:
Upon further review, it was discovered that the 'rockwell hardness' test that was evaluated was not applicable to the specifications of this product. Therefore, a 'fractural hardness' test was evaluated yielding results within specifications.

Manufacturer narrative:
Patient specifics age and weight was not provided. The incisial edge of the patient's front tooth had broken off three (3) times. The doctor repaired the restoration each time using the same product. To date, the patient is doing fine. The products alleged in this incident was returned; therefore, three (3) physical tests of the retained samples was evaluated. Two (2) out of three (3) tests yielded results within specifications; however, a 'rockwell hardness' test did not yield within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.